Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during trial lead placement the patient¿s o2 saturation level decreased rapidly. The physician flipped the patient from prone position to elevate the back. Once the patient was stabilized the case was completed. The patient had no further issues post op. It cannot be determined which lead contributed to the event.